Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, surgeon used evolution® medial-pivot knee system for a tka 4 months ago. The patient now has 0-140 rom, and fairly pain free except when going down stairs. Patient will often get a sharp pain when doing this. Patient's main issue now, and it's a big one for him, is the amount of clicking in knocking he gets through swing phase. He is not 100% sure the doctor got him knee aligned correctly, or if he might have a slightly defective knee unit. He has talked to quite a few people who have had tkr and none have reported this amount of non wt bearing movement. He knew to expect from, but not had this extent. He's pretty disappointed to say the least.